Event description:
It was reported to adac that the customer had a pt that was planned in feb 1999 whose initial CT slice had not been deleted once it had been imported into plan. Pt was re CT'ed for boost. The system allowed the user to combine the CT slice from feb with the second CT slice and use these combined images for planning.